Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that there was a problem with vacuum during lens replacement surgery (in cortex removal mode) with system occlusion tone being heard (obstruction of flow). The surgery was completed by using a replacement product. There was patient contact but no impact to the patient.